Event description:
It was reported that during a laparoscopic hand assisted sigmoid colectomy procedure, the device tore around the doctor's hand. The case was completed with a like device with no pt consequence.